Manufacturer narrative:
H6: investigation summary: one photo sample was provided to our quality team for investigation. Through visual inspection, the injector needle is observed to be exposed and the injector grips are moved from their original place. Product undergoes visual and functional inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification. As the lot involved in this incident is unknown, a device history review cannot be performed. It is important to hold onto the white components of the injector when engaging/disengaging; do not grip the blue safety sleeve. If the grips of the safety sleeve become dislocated, the injector is activated causing needle exposure. To avoid damage to the safety sleeve grips, the injector must be removed by pulling it straight back and it cannot be forcefully engaged. The instructions for use must be carefully followed when using the phaseal devices in order to avoid any damage to the product that may result in the device not functioning as intended. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. H3 other text : see h10.

Event description:
It was reported that injector luer lock n35 needle was exposed. The following information was provided by the initial reporter: material no.: 515003 batch no.: unknown. It was reported that the needle stays exposed once disconnected from the connector.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that injector luer lock n35 needle was exposed. The following information was provided by the initial reporter: material no.: 515003 batch no.: unknown . It was reported that the needle stays exposed once disconnected from the connector.